Event description:
It was reported there was a crack on the light blue main body of the twist clamp on a minicap extended life pd transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of the twist clamp on a minicap extended life pd transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with no cap and with the twist clamp in the closed position. A visual inspection with the naked eye and magnification noted a crack in the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, it is possible the transfer set was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents that can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3 (event date). Should additional relevant information become available, a supplemental report will be submitted.